Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The event was assessed by a btg medic as follows: biliary complications are attributed to tace induced ischemia to the bile ducts because bile ducts do not have a dual blood supply but they receive blood from the peribiliary plexus from the hepatic arteries. Intrahepatic biloma, corresponding to a collection of bile following ischemic necrosis of the bile duct wall. According the limited information received the medical assessment is as follows, and may re-evaluated with further information provided: biloma is a serious adverse event - anticipated in the current IFU. No device malfunction was reported. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but has not been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
(B)(6) 2017: after undergoing transcatheter arterial chemoembolisation (tace) using dc bead, the patient experienced biloma and was hospitalized. (B)(6) 2018: the patient recovered from the biloma. As of the time of this report, lenvima was administered to the patient. Aes: causality (physician). Biloma: possibly related. Concomitant disease: unknown. Past medical history: unknown. Concomitant drug: unknown. Aes: causality (eisai). Biloma: possibly related.

Event description:
Additional information received on jun/28/2018: 2013: the patient visited the hospital. Initially, the patient underwent an operation to resect hepatocellular carcinoma. After that, therapeutic attempts were made with conventional tace, sorafenib (feb through jul/2016), regorafenib (aug through dec/2016), intraarterial injection, and others. Date unknown: after tace was performed using dc bead, the patient experienced abscess. A drainage tube had been inserted targeting at the abscess. The placement was likely to have led to bile duct stenosis. The outcome of the abscess was unknown. (B)(6) 2017: tace was performed using dc bead (100-300 [?]m) one vial. (B)(6) 2018: the patient died from another condition. Aes: causality (physician). Abscess: not reported . Biloma: possibly related. Concomitant disease: unknown. Past medical history: large intestine carcinoma, gastric cancer, hepatitis c. Concomitant drug: unknown.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The event was assessed by a btg medic as follows: biliary complications are attributed to tace induced ischemia to the bile ducts because bile ducts do not have a dual blood supply but they receive blood from the peribiliary plexus from the hepatic arteries. Intrahepatic biloma, corresponding to a collection of bile following ischemic necrosis of the bile duct wall. Infection of the bilioma has led to liver abscess that was treated by biliary drainage, biliary stenosis is a complication of the drainage. According the limited information received the medical assessment is as follows, and may re-evaluated with further information provided. Bilioma leading to biliary abscess - anticipated serious adverse event; related to procedure biliary stenosis - not anticipated - not related to the device/procedure. (Complication of the drainage). No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested, but has not been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.